Event description:
It was reported that the device (anchor and suture) broke during a cuff repair. The break occurred at the base of the implant when it was being screwed into the cuff. Pieces broke inside pt and were not retrieved. No further attempt was made to retrieve the fragments. There was no pt injury. The procedure was completed. Note: the initial report on this case, received on 07/07/2008, stated that no part broke inside the pt. Follow-up with the reporter on 07/14/2008, clarified the item did break in the pt, but was retrieved. Then, on 08/19/2008, additional info was received that pieces were retained in the pt. The date of surgery was requested, but not provided. No further pt info was provided at the time of this report or made available in response to follow-up requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The retrieved portion of the device (anchor and suture) was requested for eval but was not returned; only the driver was returned for eval. Investigation revealed no visual defects with the driver; it met specs. Regarding the design of device that was reported to have broken: the suture is secured at the distal tip of the anchor; when the anchor broke, the fixation for the suture was also lost. The cause of the event could not be determined from the info available and without device eval. Arthrex makes no claims for suture strength when part of a device. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is over-insertion, not inserting the implant perpendicular to the bone, or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination.